Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by customer technical support to switch to manual daily injections as a backup therapy and received instructions on how to handle the faulty pump. This included putting the pump into storage mode and returning it to tandem within 10 days using a provided box and label to avoid charges. A replacement pump with updated software was sent to the customer, and instructions were given on transferring settings and connecting a cgm to the new pump.